Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv) on the surgeon side console (ssc) due to intermittent loss of vision in the left eye. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and found no problem related to reported issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause could not be determined at this time.

Event description:
It was reported that the high resolution stereo viewer (hrsv) on the surgeon side console (ssc) had intermittent loss of vision in the left eye. There was no report of patient involvement or patient injury.